Event description:
It was reported that the physician lost the ability to complete threshold testing on multiple occasions. When attempting to do a threshold test, the screen would freeze, and the ability to complete the test was lost. It was necessary to navigate out of the threshold screen and return to complete the test. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the issue with threshold testing, however the programmer did display a printer overheat message.